Event description:
It was reported that during coil embolization of unruptured aneurysm procedure, the subject stent marker could not be seen under the fluoroscopy while the subject stent was being delivered in the microcatheter. It was assumed that the bumper was dislodged during the subject stent delivery. It was judged to be difficult to use, and the entire microcatheter along with the subject stent were removed from the patient's body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during coil embolization of unruptured aneurysm procedure, the subject stent marker could not be seen under the fluoroscopy while the subject stent was being delivered in the microcatheter. It was assumed that the bumper was dislodged during the subject stent delivery. It was judged to be difficult to use, and the entire microcatheter along with the subject stent were removed from the patient's body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was noted to be kinked roughly 156cm from the proximal end. The stent and introducer sheath were not returned. Functional inspection was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'ro marker(s) detached/separated/not visible under fluoroscopy' was undeterminable as the stent was not returned for analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the stent marker could not be seen under the fluoroscopy while the stent was being delivered in the subject microcatheter. It was assumed that the bumper was dislodged during stent delivery. It was judged to be difficult to use, and the entire microcatheter was removed from the patient's body and both devices were replaced with the new ones in the same catalog numbers. It is assumed that the stent was deployed within the microcatheter, though this has not been confirmed'. The stent was not returned for analysis. Therefore, it was not possible to examine the stent for the presence of the 3 radiopaque markers which are attached to the proximal and distal ends of the stent. There is a 100% inspection of the stent once it has been loaded inside the introducer sheath for correct positioning, ensuring no damage occurred to the stent during the loading process and ensuring that there is no foreign material present on the stent post-loading. The introducer sheath was not returned for analysis. The sdw was returned for analysis and was noted to be kinked/bent near the distal end of the wire. There is very little additional information present to assist with understanding what might have occurred on this occasion. The kink/bend noted to the distal section of the sdw could have occurred at any one of multiple points along the process. An assignable cause of undeterminable has been assigned to the reported event: ¿ro marker(s) detached/separated/not visible under fluoroscopy'. An assignable cause of procedural factors has been assigned to the analyzed event:¿ sdw kinked/bent¿. This complaint appears to be associated with a product that met stryker's design and manufacturing specifications, but performance was limited due to unknown procedural factors that most likely occurred during device use.